Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the same procedure. Refer to MFR report #3005099803-2008-01xxx for details regarding the second event. In 2008, it was reported to boston scientific corporation that a leveen needle electrode was used on the same date to perform an rf ablation on a patient's lung. According to the complainant, "force was needed to deploy and retract the tines into the sheath during preparation. The device produced a squeaky sound when it scraped the inner and outer sheath." Reportedly the procedure was completed with a different device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device noted no obvious anomalies. The electrode array was retracted and extended without abnormal resistance; excess force was not necessary to actuate the array. The reported malfunction is not confirmed; the cause is undetermined. A search of the complaint database did not identify any additional similar complaints reported for the same lot. The 2008 15-month rf probes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.